Manufacturer narrative:
The customer states the cns (central nurse's station) displays an 'application error" message on top of the software. When the customer accepts the message, the cns reboots. The device was returned for evaluation and repair. The unit was cleaned and evaluated. The reported problem of application error message could not be duplicated, however for precautionary measure both hard drives were replaced, and updated to ver-02-40 (from ver-02-10). The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 72 hours of extended testing and operates to manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer states the cns (central nurse's station) displays an 'application error" message on top of the software. When the customer accepts the message, the cns reboots.